Event description:
The customer reported that she was hospitalized due to a urinary tract infection and high blood glucose levels, with a reading of 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. However during the call the customer was getting a no delivery alarm. The customer stated that she was wearing the same infusion set being worn when she was hospitalized. The customer removed the infusion set, and the cannula was not bent. Advised the customer to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.